Manufacturer narrative:
(B)(4).

Event description:
The pt was unable to recharge the device. Troubleshooting between the pt and a technical service consultant revealed charging between 0 and 25%. The pt programmer was working. The pt was referred to loaner/repair department to possibly get a new recharger, but dropped the call. The pt was seen by the field rep. The pt was confused about charging. Therapy was reprogrammed several times. No device issues were noted. The pt was in a lot of pain and fell several times. The pt's family was not happy with implantable neurostimulator therapy because they thought the device caused the pt to fall. The device system was removed. The pt hadn't returned to the device-managing hcp post operatively.